Manufacturer narrative:
The screw of the insertion post is broken. The fragment of the screw could not be removed. The implant needed to be removed during the same surgery. Fracture was caused by mechanical overload caused by user. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
The screw of the insertion post is broken. The fragment of the screw could not be removed. The implant needed to be removed during the same surgery.